Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had suffered a hypoglycemic episode at work. Pt did not faint but felt symptomatic. Pt requested that his colleagues call paramedics. Pt was administered glucagon by paramedics. Pt reported his cgm/bg values at 109/36 mg/dl at the time of his episode. At the time of his call to dexcom technical support pt states he was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.